Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils and separation were able to be confirmed. The difficulties positioning/removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the hi torque supra core guide wire instructions for use (IFU) states: torquing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. Determine the cause of resistance under fluoroscopy and take remedial action.

Event description:
It was reported that a non-abbott guide wire introducer needle was placed. The supra core guide wire was attempted to be inserted through the introducer needle, but could only be inserted a short way, therefore, it was retracted. During the attempt to retract the guide wire, it became stuck. With additional force applied, the guide wire became unraveled [separated]. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.